Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow button stopped working. The reporter stated that the button was working without issues around lunch but by dinner the up arrow button did not respond. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of the up arrow button issue.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be torn by the "up" arrow key. The issue with the keypad button malfunction was confirmed through product analysis. The "up and contrast " buttons are intermittently responding to user inputs during testing. "Contrast", "up", "down" and "ok" keys has normal spring back or click. There was evidence of keypad adhesive found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.